Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Dealer called stating that the 24 inch tires on the unknown manual wheelchair will not hold air. No injury alleged.